Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. At 87.9cm cm from strain relief, the hypotube was separated and had numerous kinks. The balloon was tightly folded and had contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink as there were numerous kinks to the device. The device also had separation of the hypotube.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that shaft kink were encountered. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcifed right coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was used, however the device fractured before the catheter was delivered. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, returned device analysis revealed hypotube was separated 87.9cm from strain relief.